Event description:
It was reported that the lead helix could not be extracted. The lead was not used and a new lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that there was blood in/on the helix mechanism and sleevehead. The analyst also noted that the helix can not extend and retract due to distal conductor distortion within the connector.